Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device delivered inappropriate shock therapy to the patient. Review of the stored electrograms revealed noise on the rate/sense channel. Guidant received additional information that three months post follow-up noted an inhibition of ventricular pacing.